Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, hiatal hernia repair and esophagogastroduodenoscopy, the doctor used the device and when it was within the patient, the shaft was broken and snapped. The entire instrument was retrieved from the patient and the device was place in back in the box. It was labeled "broke," and wrapped in a red biohazard bag. A new device was opened to the sterile field.